Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On approximately, (B)(6) 2025, the patient experienced a skin reaction with inflammation, swelling pus, infection at the needle puncture site. The area was prepared with alcohol before placing the sensor on the body. Photos of the reported skin reaction in the complaint record were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. The patient had undergone surgery to remove the pus. The skin reaction was treated with a prescription of an unspecified antibiotic. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.